Manufacturer narrative:
Surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a metasul ldh head on the left side (exact date not reported). The patient was revised on (B)(6) 2017 due to pain, metallosis, elevated metal ions and fluid collection. During revision surgery, cup found to be stable and difficult to remove. Thus the durom cup was retained. This is a bilateral claim. Right side complaint : (B)(4).